Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an impedance reading of >40,000 ohms. The pt had mentioned falling. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.